Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant low vancomycin patient result obtained on a dimension vista 500 instrument.. A siemens customer service engineer (cse) was dispatched to the customer site. Cse replaced the reagent arm 1 (r1) mixer and reagent 1 (r1) horizontal belt and motor due to wear. Reagent arm (r2) was re-aligned and cse verified the sample probes and vacuum were functioning properly. The vacuum was measured at the reagent drains, sample drain, and aliquot drain. Additionally, the ball valve was adjusted. Reagent arm 1 (r1) and arm 2 (r2) were auto aligned and confirmed that the probe was scratching the bottom of the cuvette. Instrument was reset and quality controls (qc) were ran. System was fully function upon departure. Siemens confirmed calibration was within conformance, quality control results recovered within the customer's established ranges (before and after discordant low result) and precision/correlation studies were in conformance. Siemens concluded that the discordant low result was due the break-fix within the instrument. There are no product non-conformances identified and is an isolated issue. The instrument is performing according to specifications. No further evaluation of this device is required

Event description:
A discordant low vancomycin patient result was reported using a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument twice. The final repeated result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant low results.